Manufacturer narrative:
Explant was reported due to high gradient and dyspnea upon exertion. The investigation found that all three leaflets contained calcifications and tears. All three leaflets were fibrously thickened. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined, however two of the tears were associated with calcifications and the other had a denatured appearance to the collagen in that area, which could have contributed to the tear formation.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a double valve replacement was performed on the patient due to calcification. A 19mm sjm trifecta valve was implanted with non-everting mattress suture technique using pledgets in the patient's aortic position. An abbott sizer was used in the surgery. As for the mitral valve, a carpentier-edwards perimount(cep) valve(manufacturer: edwards lifesciences) was implanted. The pressure gradient increased due to calcification of the trifecta valve. The peak pg increased to 59mmhg and the mean pg to 37mmhg in (B)(6) 2020 examination. In (B)(6), the peak pg became higher to 99mmhg and the mean pg to 56mmhg. The patient had exertional dyspnea which led to reoperation. On (B)(6) 2020, the trifecta valve was explanted, replaced with a 17mm sjm regent heart valve w/flex cuff. The cep valve in the mitral position was replaced with an on-x mitral prosthetic valve (manufacturer: cryolife). Upon explant, calcification and sclerosis of the leaflets were confirmed. Although the patient was rather young, (B)(6) years old at the time of the implant, there were no other factors that would cause calcification progression, such as dialysis, the patient's lifestyle, or medical treatment. The surgeon attributed the issue to the valve; he thought it was early for the trifecta valve to become calcified in just eight years after the implant.